Manufacturer narrative:
Corrected information has been provided - see below. The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported visual issues. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported glare/halos while driving at night and before sunrise for following intraocular lens implantation of the left eye. She reported symptoms are worse while driving in the dark while it is raining and described the glare as "blinding streaks of lights." She also noted that she is closing her left eye to see up close, depending solely on her right eye. The left eye seems shaky at times, like the lens is wiggling. She indicated that she continues to follow up with her healthcare provider and lens implantation of the right eye was recommended in order to "adjust faster." Additional information has been requested from the eye care provider; however, further information has not been received.